Event description:
Complainant alleged that while attempting to treat a pt (age & gender unk) who had collapsed as a result of a massive pulmonary embolism, the device would not power on. Complainant did not indicate that there was an adverse effect to the pt.

Manufacturer narrative:
Zoll medical corp has not received the product and this complaint is still under investigation.